Event description:
Draeger medical systems, inc. Has received information from a customer that during an operating room procedure our kappa xlt patient monitor display went "black" and no parameters were displayed while they were using an electrical surgical device. No patient injury was reported.